Event description:
It was reported that the patient presented to the emergency department (ed) with elevated lactate dehydrogenase (ldh) level of 1615 and was admitted with the ldh level trending in the 1500's. The patient denied dark color urine and no power spikes were noted on interrogation. Computed tomography angiography (cta) from (B)(6) 2022 revealed a patent outflow cannula. Log files were submitted to check for suspected pump clot. The submitted log files contained routine data. Additional information was received that a non-device related cause for hemolysis was not identified and there was no definitive diagnosis of thrombus except for the ldh still being elevated at 1346. The patient had a subtherapeutic international normalized ratio (inr) for more than a month prior to hospitalization. There were no recent changes in pump parameters. Transesophageal echocardiography (tee) and cta were without visible thrombus or outflow stenosis. The patient remained hospitalized and was treated with IV anticoagulant bivalirudin. Inr target was increased from 2.2 to 2.5.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula malpositioning could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on pump support. Additionally, a direct relationship between the device and the reported elevated lactate dehydrogenase (ldh) and pump noises could not be conclusively determined through this evaluation. Finally, evaluation of the submitted log files confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log files contained overlapping data from 04aug2022 to 16sep2022, from 12sep2022 to 25oct2022, from 16sep2022 to 26oct2022, 25sep2022 to 28oct2022, and from 20oct2022 to 02nov2022. The pump operated above the low speed limit for the duration of the log files. The log files recorded power elevations on 04aug2022, 29aug2022, and 04sep2022. Some of the power elevations were associated with pi events. The log files appeared to show the system operating as intended. The account originally suspected possible thrombus; however, imagining and testing was able to rule out any suspicion of thrombus. The account suspected that an obstruction to the inflow conduit was present due to the left ventricle (lv) becoming too decompressed. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. The IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii lvas. The IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. Section 1 of the IFU, ¿introduction¿ lists adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis. This section also provides an explanation of all pump parameters, including pump flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This section states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: -the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. -the ideal orientation will anticipate that the dilated lv (left ventricle) may shrink in size as its workload is assumed by the pump.¿ section 6 of the IFU, ¿patient care and management¿, outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. The IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that pump speed was decreased during the patient's admission due to suspicion of inflow cannula obstruction from left ventricle being too decompressed. The log files contained set speed changes, pulsatility index (pi) events, and routine power source changes. The pump/flow/pi appeared to be trending fairly neutral. The patient's reported clinical condition did not appear to affect the pump operation, but it was recommended to monitor the patient's clinical conditions and the lvad parameters for any sustained increase in power and flow. The patient remained stable with the ldh trending lower. Additional log files were submitted for analysis on 02nov2022. The day shift nurse witnessed intermittent power/flow spikes along with intermittent grinding noise upon auscultation. The vad nurse also witnessed the elevated power/flow upon entering the patient's room to save log files and the parameters returned to normal when leaving the room. The log files only captured routine data with a minor non-sustained elevation in power/flow just prior to the log retrieval. The unusual pump noise was unable to be correlated with the submitted log files.